Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule was found in the pt's mouth and it fell out onto the towel. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when add'l info is received from the hcp. See scanned page.